Event description:
The customer stated that she tested four times in one day and obtained an error 5 and questionable readings. The error 5 indicates there was an error applying the blood to the test strip and the meter can not identify the sample. The readings on her coaguchek xs (serial number (B)(4)) were 4.6 inr and 2.8 inr. It is reported that they were taken within minutes of each other on separate fingersticks. With the result of 2.8 inr, the customer wiped away the first drop of blood. She is not on heparin or direct thrombin inhibitors. She does not have any antiphospholipid antibodies. Her therapeutic range is 2.0-3.0 inr. The customer is currently stable. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 293786) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.

Manufacturer narrative:
The customer did not return the suspect strips. The coaguchek xs meter (serial number (B)(4)) was returned and tested with the reference meters and current masterlot of strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. There was no product problem found. The suspect product was not returned.

Manufacturer narrative:
The lot number of the retention strips reported in the intial MDR was incorrect. The retention lot number tested was 203359.

Manufacturer narrative:
Adverse event and/or product problem was corrected.